Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer report was not replicated or confirmed. The device was put through extensive testing which included bench handling, stress testing, power cycling, and full functionality testing without duplicating any device malfunction. The device was recertified and returned to the customer. Review of the device logs did find evidence of a single instance of a pad lead fault; however, this does not indicate a device malfunction and serves as a user advisory for poor coupling to the patient in most instances. No trend is associated with reports of this type.